Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt rep reported the stimulator is only working in 1 leg and they wanted to 'split' again in both legs. When asked for event date caller said they don't know. Agent had difficulty understanding the caller throughout the call. Caller stated they want a different group where the patient can have stimulation in both legs. Caller stated before they can adjust it in both legs but now, they can only adjust it on 'one lead'. Caller mentioned the rep reprogrammed it, but they didn't get 'a feeling in both legs' and now the patient 'been feeling' is just 'pain' in 1 leg and stimulation in the other leg. Caller also said they are currently in group b. Agent reviewed information. Caller attempted to contact the rep but didn't get a response. Agent provided the nas phone number and redirected pt to their hcp to set up an appointment with rep to further address the issue.